Manufacturer narrative:
Other relevant device(s) are: product ID: 638rl30, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both a 30mm and 32mm mitral annuloplasty ring were attempted during this procedure, but ultimately both rings were explanted, and the patient's valve was replaced with a bioprosthetic valve. The surgeon noted that the patient's native mitral valve had a complex anatomy at baseline. The p2 region of the posterior leaflet was prolapsed, and ruptured chordae tendinae were noted. Additionally, the p1 and p3 regions of the posterior leaflet were noted to be "abnormal", as well as "collapses" between p1 and p2, and p2 and p3. The anterior leaflet was "redundant and restricted", and the free end of the anterior leaflet was thickened. First, the surgeon attempted to repair the valve. A triangular resection of p2 was performed, and collapses between p1 and p2 were closed. The surgeon attempted to place neochordae sutures, but was unable to do so due to continued regurgitation from the restricted posterior leaflet. Next, a 30mm annuloplasty ring was implanted, but once the ring was seated, the surgeon felt that it was too small for the patient's valve. It was explanted and replaced with a 32mm ring of the same model. There was no residual regurgitation, and the patient was removed from cardiopulmonary bypass (cpb). As the patient came off of cpb, echocardiogram illustrated that the anterior leaflet motion was still restricted, resulting in moderate to severe regurgitation. The patient was placed back on cpb, the 32mm ring was explanted, and a 27mm bioprosthetic valve was successfully implanted. Of note, the patient's posterior leaflet was retained during the replacement procedure. No additional adverse patient effects were reported.